Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the low flows were thought to be secondary to fasting prior to removal of their implantable cardioverter defibrillator (ICD), due to the patient being on 'nothing by mouth' (npo) status. The patient was given intravenous fluids and diuretics were held which resulted in the low flow alarms improving and eventually resolving once the patient was able to eat and drink again like normal post-procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the hospital from an acute rehab facility on (B)(6) 2024 with acute ventricular assist device (vad) alarms. One alarm was "call hospital" and another one was unable to be identified. The device was interrogated, and nothing was seen. The patient also had low flow alarms with dizziness. Log files were submitted for review and captured low flow alarms events on (B)(6) 2024 along with several momentary low flows which occurred at times when pulsatility index (pi) was elevated. It was confirmed that nothing could be seen in the system controller alarm history, and it was noted that the patient was clinically okay.

Manufacturer narrative:
Manufacturer's investigation conclusion: additional information was communicated that indicated that the event was not related to heartmate 3 lvas, serial number (B)(6). It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration prior to this additional information being provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2024. Intermittent low flow events were captured on (B)(6) 2024, including multiple low flow alarms captured on (B)(6) 2024 of note, the low flow events occurred at times when pulsatility index (pi) was elevated. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU outlines potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.